Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance. An x-ray revealed lead migration and clavicular crush. The physician elected to switch the lead to the unipolar configuration, and replace it when the pulse generator reached elective replacement indicator.

Manufacturer narrative:
Na